Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's aide reported via phone call high blood glucose levels, battery out limit alarm and prime anomaly on the insulin pump. Customer's blood glucose level was 900 mg/dl. Customer was hospitalized for three weeks due to high blood glucose levels. Troubleshooting for battery out limit alarm was performed. Customer advised the batteries were out of the insulin pump greater than the duration allowed by the insulin pump which is normal device behavior. Customer was assisted with the alarm and priming the insulin pump properly. Customer was advised to monitor the insulin pump and call back if issues persist.